Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient has been getting inadequate stimulation due to the paddle lead migrating out of place. During procedure, it was noted that the lead was frayed, and the wires were no longer intact. The patient underwent a paddle lead revision and laminectomy was done to repair and slide it back into the level of best response. The explanted product was kept by the facility. No further information was obtained despite multiple good faith efforts.